Event description:
According to report the device was programmed to infuse midazolam (used as anticonvulsant) at a rate of 0.5 ml/hr and when pump was checked after 12 hours' infusion more medication remained in syringe than was expected. According to reporter the patient had three seizures the morning of (B)(6); reporter stated that seizures could have been caused by delay in medication or due to patient condition. According to reporter the patient received 2 doses of additional "rescue" medication due to seizures.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.